Manufacturer narrative:
Exact date unknown, event occured about a month before patients surgery.

Event description:
It was reported that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected.